Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that during follow-up, high capture threshold was observed. The lead was explanted and replaced. The patient was doing well after the event.